Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) had a gas loss in iab circuit alarm. The connection point, presence of a balloon rupture, and refilling of helium gas were checked. The iabp unit was restarted but the same error was generated again. The iabp unit was replaced with a cs100 iabp unit which then generated the "gas loss" alarm only once in 24 hours. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided. Not returned to manufacturer

Manufacturer narrative:
Testing of actual/suspected device(10/3233) a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and advised that after checking the connection point and the presence of a balloon rupture, the fse tried refilling the gas and restarting, but the same alarm occurred again. It was driven by replacing it with another drive device cs100, and then the gas loss alarm sounded only once in 24 hours. The fse confirmed that the issue was caused due to the catheter fault reported, and there were no abnormalities or malfunction reported on the iabp unit. No repair or part replacement was required.

Event description:
N/a.

Manufacturer narrative:
It was reported that this issue was caused by a faulty catheter. It was later informed that there were no anomalies or malfunctions reported on the unit, and neither any repair nor part replacement was required.